Manufacturer narrative:
Additional product code: hsb. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent surgery for surgical neck fracture of right humerus with a multiloc proximal humeral nail. After surgery, it was found that the patient became unable to raise his/her own wrist. The surgeon considers that there is a possibility that the radial nerve was damaged during the locking screw insertion or has been pinched by the screw head because there is no sign of improvement after 2 weeks of follow-up. Depending on the future course, removal of the locking screws will also be planned and the patient has dementia. This report is for one (1) lockscr ø4 l24 f/nails tan dblue. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4; h6: a device history record (DHR) review was conducted: product code: 04.005.414s, lot number: 273p362, manufacturing site: mezzovico , release to warehouse date: 23 jul 2021 , expiry date: 01 july 2031. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.